Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. A broken piece was missing a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument appeared to be missing a piece on the end of the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defect on the side of the hook was identified before being peel pouched for sterilization.